Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring, cracked reservoir tube window and cracked case at reservoir tube window corners. (B)(4).

Event description:
Information received by medtronic indicated that the reservoir did lock in place into the insulin pump. The customer also stated that the insulin pump had crack on reservoir lip ring and near escape button. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.